Event description:
(B)(6) , a dental assistant at (B)(6) contacted nsk america (herein after nam) customer service representative by telephone on (B)(6) 2014 regarding a malfunctioning handpiece. (B)(6) stated that the handpiece was problematic, had been repaired multiple times and was hoping to exchange it for a new one at a reduced cost. Upon review of records by nam customer service no record of sale or past repairs performed by nam were found. Upon informing (B)(6) of this she stated that the handpiece had injured a patient. The nam customer service representative completed product complaint form qa-011 and forwarded it to quality assurance (qa). Complainant was called by nsk america qa manager at 11:45am on 08/07/2014 for additional information and a message was left with reception to return the call. (B)(6) called back at 1:40pm the same day. During the phone call the following information was gathered: handpiece had been previously repaired by several 3rd party repair shops, specifically mentioned were (B)(6) who claimed to use only genuine nsk parts and (B)(6). It was later revealed that (B)(6) has not performed any service of this device and that they were named in error. The handpiece has burned at least two patients. The collection of additional information was discussed and it was decided that a request for additional information would be faxed to (B)(6) to fill out and return. Nam qa manager issued a (B)(6) call tag to have the handpiece shipped to nam and faxed the form letter to (B)(6) on 08/07/2014. Both the handpiece and completed additional information request were received by nam on 08/13/2014. The handpiece was autoclaved upon receipt by nam, photographed and forwarded to (B)(4), herein after (B)(4), for further investigation on 8/15/2014. Labeling on the handpiece indicates that it was manufactured for import to the united states by (B)(4). A replacement handpiece was provided to (B)(6) at no charge per standard operating procedures. The additional information request contained the following narrative: the procedure being performed at the time of the event was a #31 crown prep. Patient had received 2 carpules of lidocaine on the lower right anesthetic block and 1/2 carpule articaine infiltration at #31. No abnormality or malfunction was observed prior to the injury. First indication of an injury was when the assistant ((B)(6)) noticed a white place on the patient's cheek. Dr felt head of handpiece and it was hot to touch. Narrative of extent of injury "handpiece ((B)(4)) burnt inside of patient's cheek next to #31. The burn was the size of a quarter and very white the day of the injury ((B)(6) 2013); spoke to patient (B)(6) 2013 by phone. She was having swelling in cheek, 'like I have a jaw breaker in my cheek.' Pain level ok; ((B)(6) 2013) patient present in office - painful but swelling had went down; (B)(6) 2013 cheek looked great and able to seat #31 crown. Narrative of intervention required: "we followed up closely with her, and she healed slowly but adequately. The site looked normal at her last hygiene visit ((B)(6) 2014).'' Narrative of treatment administered: "no treatment needed other than: keep dr (B)(6) informed; recommended ibuprofen around the clock, warm salt water rinses, can also rinse with milk of magnesia and water, gave prescriptions for amoxicillin 500mg and orabase; dr also spoke with patient about having burn evaluated be oral surgeon; patient said if need be but didn't have to go." Follow up completed and injury healed normally without complications. No further medical attention will be required. Handpiece was sent to (B)(6) following the event where it received complete overhaul. Additional information narrative: "this handpiece is one of five we have. We maintain them all in the same manner, but this is the only one that has exhibited recurrent difficulty.'' The additional information response was signed by (B)(6). Included with the response were 5 invoices showing the handpiece was serviced by (B)(6) on (B)(6) 2014, (B)(6) 2013, (B)(6) 2012. One invoice was provided showing prior service by (B)(6) on (B)(6)2009. (B)(6) is not authorized nor trained by (B)(4) to repair (B)(4) products. Repair parts for this model are not available for purchase from nam by (B)(6). (B)(4), importer of this particular device, was authorized by (B)(4) hq to perform repairs to (B)(4) products imported and sold by (B)(4) and purchased repair parts directly from (B)(4). Nam qa manager sent requests for additional information regarding the above listed service along with any other service records for this handpiece to (B)(4) by email on 8/14/2014. Response from (B)(4) product manager was received on 8/15/2014. Handpiece was sold by (B)(4) on (B)(4) 2008 handpiece was serviced on (B)(4) 2009. The record provided contained the following notes. Evaluation notes: "the hp is heating up a little and the cartridge and drive shaft have to be replaced: repair notes: "repaired and tested to mfg. Specifications". (B)(4). Post repair inspection test: chuck strength- passed, vibration- passed, noise- passed nam qa manager sent requests for additional information regarding the above listed service records to (B)(6) by email on 8/14/2014 and by us mail on 8/18/2014. As of this report no response has been received from (B)(6). On 9/2/2014 (B)(6) again contacted nsk america with additional questions regarding product repair. (B)(6) had been contacted by (B)(6) of (B)(6) who informed her that it was (B)(6) that had repaired the handpiece, not nsk as she had been previously informed. (B)(6) informed (B)(6) that he used parts for the star brand electric dental handpiece and that they were identical to the genuine nsk parts. Nsk america is aware that (B)(4) manufactures handpieces for star but does not publicize this information nor make any claims to the compatibility of parts between private label and nsk brand products.